Event description:
It was initially requested that the device be sent to physio-control for a required technical svc update. There was no pt use associated with the reported failure. Upon eval by physio-control, it was observed that the device would intermittently display a "connect electrodes." This could prohibit defibrillation therapy from being delivered.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the therapy connector and determined the cause of the failure to be due to damage of a low voltage socket.